Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages) was due to liquid contamination found on ECG c v3, c7, c8. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.